Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Sus voluntary event report foi for manufacturers (mw5076449) was received on 30apr2018 with the following information: on (B)(6) 2018, the patient was placed in a mayfield skull clamp and the a1072 mayfield disposable adult skull pins loosened, causing the patient's head to slip down during surgery. It was unknown if there was any patient injury. Additional information has been requested but no other clinical information has been provided.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. The serial number was not provided therefore a DHR review could not be performed. The root cause could not be determined at this time.